Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing surgery, which was continued after the restart and completed normally with no impact. The philips field service engineer (fse) found that the customer restarted the system to solve the issue. The customer did not request philips evaluation, and no additional information was received. After the restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to fully display, impacting imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.